Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the top case cracked, plunger case broken and motor rate error. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were broken upon receipt, the top case had chipped corners and was cracked down the left side, the right plunger case was chipped, and the bottom case gasket was damaged. Error codes were found in the ehl (event history log). The customer reported issue was duplicated during the investigation when the reported error occurred at power up and was immediately followed by a depleted battery. Root cause of the reported issue is attributed to both customer impact as well as normal wear. Replaced the top case, bottom case, plunger case assembly, and battery, and performed the power up process, preventive maintenance and all functional tests which passed. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously. Model number: 4000.